Manufacturer narrative:
The calibration trace data showed signals slightly below the expected signal ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 4 patient samples on a cobas e 411 immunoassay analyzer. For patient 1, the initial vitamin d result was 20.0. The repeat result was 36.61. For patient 2, the initial vitamin d result was 46.0. The repeat result was 70.36. For patient 3, the initial vitamin d result was 22.0. The repeat result was 59.09. For patient 4, the initial vitamin d result was 21.0. The repeat result was 39.34. No questionable results were reported outside of the laboratory. The units of measurement were requested but not provided. The reagent lot is 646227. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.